Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No serial number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during the use of a smiths medical cadd medication cassette the pump exhibited a "no disposable attached" alarm. No adverse patient effects were reported.